Event description:
A customer reported that a system message displayed during a procedure, resulting in a surgical delay of approximately 10 minutes. The cassette was exchanged and the case was able to completed without harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number. DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).